Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not cut the tissue sufficiently, the device's release button kept getting stuck and the knife blade did not retract. There was no patient injury.